Manufacturer narrative:
Recently otto bock healthcare products (B)(4) performed a retrospective review across all complaints recorded between (B)(6) 2015 and (B)(6) 2017. During the review it was discovered that the patient population involved in this event has to be considered as vulnerable, which is why it was determined that this event is reportable. Investigation results: the evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Patient fell on his back when getting into the car. No resistance of knee joint. Bruises at dorsum (ambulant treatment required).